Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined but the issue appeared to be resolved after the service actions.

Manufacturer narrative:
The reagent lot numbers and expiration date were not provided. The customer replaced consumables and performed multiple primes and qc with results within ranges. The field service engineer checked the analyzer and could not find a cause. He ran performance tests which passed with no issues. All system checks were successful. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from two cobas e411 rack analyzers. The samples were repeated after qc was found out of range. The customer was not certain which results were generated on each analyzer. Refer to the attachment to the medwatch for all patient data.